Event description:
This is a report of peritonitis in a patient, coincident with peritoneal dialysis (pd). The patient was not hospitalized for the event. On an unreported date, the patient was treated with vancomycin and ceftazidime (1gm, frequencies, and routes not reported) for the peritonitis. The patient was recovering from the event.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.